Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address tibial and femoral loosening.